Event description:
The facilities biomed technician reported that during testing an infusor pump would only turn on and would stay running a couple of seconds. The pump then alarmed, the led lights displayed and the pump shut down. The biomed technician changed the batteries but the pump would not turn on. This issue was found during bio-med testing, with no pt involvement. No additional information is available on this report.

Manufacturer narrative:
The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.